Event description:
It was observed during the device inspection, that the subject device exhibited the air/water cylinder had foreign objects, residual liquid or foreign material came out of channel tube, jet tube had foreign objects, air/water tube had foreign objects and auxiliary tube in universal cord has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material may not have been removed because the device was not reprocessed properly for the following reasons: wear of the scope cover packing resulted in a loss of water tightness. Damage to the channel tube led to a loss of water tightness. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.